Manufacturer narrative:
Vyaire medical investigation file # (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical, the neo volume on the vent is reading 40ml vti on his calibrated flow analyzer when he hooks up an adult lung and 9.9ml when using a neo lung. No patient harm.